Event description:
This was a left sided cardiac lead extraction performed in the o.r. To remove a total of 3 medtronic leads. There were two malfunctioning ICD leads, so dr. (B)(6) didn't want to add a third. He wanted to extract the atrial lead as well because it was 13 years old and he preferred to give the patient a whole new system. The ICD leads were a 6949 (doi 2006) and a 6945 (doi 1999). The atrial lead was a 6940 (doi 1999). The patient was placed under general anesthesia, fluoroscopy was in use & blood products were available. The doctor opened and cleaned out the pocket, prepped the first lead (6949 ICD lead) with a cook liberator. Lasing began with a 16f glidelight and he successfully extracted the mdt 6949 within 30 seconds. Then he attempted to place a daig guidewire for lead placement and he was faced with a bit of difficulty. He did end up getting the wire into the rv successfully though. The 16f glidelight was removed. The atrial lead was prepped with a cook liberator and dr. (B)(6) began lasing the atrial lead. After 10 seconds of lasing, the atrial lead was freed. Immediately afterwards, the EKG displaying no heart rate was noticed. An emergent sternotomy was performed and 4 lacerations were discovered in the innominate, proximal subclavian, distal subclavian and svc/ra junction. Resuscitation was unsuccessful and the patient unfortunately died on the table. Time between initial drop in pressure and time of death was approximately 40 minutes.

Manufacturer narrative:
Device discarded by user.